Event description:
On (B)(4) 2022 the firm was made aware of a revision procedure preformed on (B)(6) 2021. Initial communication from the patient and doctor on (B)(6) 2021 indicated that the external therapy disc was not connecting consistently to the implanted ipg component. Company representative attempted multiple positions and pressures without success and recommended an ultrasound to determine depth and position of the implanted ipg. Company field representative reported to it on (B)(4) 2022 that a revision was performed on (B)(6) 2021. The update was relayed to company quality representatives on 27may2022. No additional information is available at the time of reporting.